Manufacturer narrative:
The system was examined and the reported event was not replicated. The power printed circuit board (pcb) was replaced, as the capacitor on it seemed to have been corroded. The product was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 18, 2015. Based on qa assessment, the product met specifications at the time of release. The pcb was received for evaluation. A visual assessment of the returned sample revealed the a capacitor appeared to be corroded. The pcb was installed into a calibrated system for functional testing. The system was able to boot up without any issue and stayed on until prompted to shut down; however, when attempting to reboot the system, the standby stitch could not initiate the boot-up sequence. Attempting to reseat the standby switch button initiated the boot-up sequence but the system shut down approximately 10 seconds into the boot-up. This was replicated multiple times. Finally, the capacitor was removed from the pcb and the system was able to boot-up and shut down with no issue. Further analysis of the component revealed that the negative side had been installed onto the positive contact on the pcb. In this backwards configuration, the component was damaged. The root cause of the reported event can be attributed to a capacitor which was installed incorrectly during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. It was previously reported that the reported event was not replicated. In this backwards configuration, the component was able to function under normal conditions but was more prone to damage during spikes in voltage for a limited number of cycles. The root cause of the reported event can be attributed to a capacitor which was installed incorrectly during manufacturing. How or why this occurred cannot be determine conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A nurse reported that during the start up of the system it turned off after loading of software. The system was restarted again after software loaded to prepare for surgical procedure. Shortly after normal start up the system turned off on its own and could not be turned on again. There was no patient involvement.